Event description:
Synovitis [synovitis] ([joint effusion], [knee swelling], [off label use]). Case narrative: initial information was received on 19-jun-2018 regarding this unsolicited case from canada received from a physician. This case is linked to (B)(4). (Cluster). This case involves female patient of approximately 60 years who experienced synovitis, right knee swelling (latency: 24 days), consultation in emergency for drainage + 2nd punction/ 25cc/32cc (latency: 29 days), after receiving hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2018, the patient received intra-articular hylan g-f 20, sodium hyaluronate (synvisc one) at a dose of 6 ml for knee osteoarthritis (batch number: 7rsl035a and 30-sep-2020). On the same day, the patient also received kenalog-40 at a dose of 1 ml. On an unknown date in (B)(6) 2018, the patient developed synovitis after an unknown latency. On (B)(6) 2018, the patient developed right knee swelling. On (B)(6) 2018, the patient experienced consultation in emergency for drainage + 2nd punction/ 25cc/32cc. 3 ml of liquid was removed from the knee before the injection. Synvisc-one lateral injection extended knee was administered. On (B)(6) 2018, synovitis recovered. Final diagnosis was synovitis, right knee swelling, drainage + 2nd punction/ 25cc/32cc. Corrective treatment: kenalog-40 ((B)(6) 2018) for all the events; drainage + 2nd punction/ 25cc/32cc for synovitis. Outcome: recovered for synovitis; not applicable for off label use; unknown for the rest seriousness criteria: disability and intervention required. A pharmaceutical technical complaint (ptc) was initiated on 27.06.2018 for synvisc one, lot number: 7rsl035a with (B)(4). The production and quality control documentation for lot 7rsl035a expiration date (09/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl035a no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 25-jul-2018 there are 2 complaints on file for lot 7rsl035a: (2) adverse event reports. Sanofi will continue to monitor complaints to determine if a CAPA is required. Additional information was received on 23-jun-2018. New events of drainage + 2nd punction/ 25cc/32cc, right knee swelling and off label use were added. Therapy details, indication and corrective treatment were reported and added. Additional information was received on 26-jun-2018. Batch number and expiration date added. Technique of injection was added and it was reported that swelling happened in right knee. Outcome updated from not recovered to recovered for synovitis. Text amended accordingly. Additional information was received on 25-jul-2018. Global ptc number and results were added. Text amended accordingly.